Event description:
It was reported when using the tube sst plh 13x100mm 5.0ml plbl gold, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: I'm emailing because I've noticed that some random tubes seem to have lost their vacuum. (During some collections, it seems like the needle is in the vein but no blood is drawn into the tube or just half a ml might be drawn and then it stops. Then, when a fresh tube is put on, blood is drawn.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100mm 5.0ml plbl gold, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: I'm emailing because I've noticed that some random tubes seem to have lost their vacuum. (During some collections, it seems like the needle is in the vein but no blood is drawn into the tube or just half a ml might be drawn and then it stops. Then, when a fresh tube is put on, blood is drawn.